Event description:
The nurse reported that there was low phaco power during the first case. The surgeon was able to complete the first case without incident but it was difficult. The surgeon cancelled the following five cases. No pt injury was reported.

Manufacturer narrative:
The nurse conducted troubleshooting via telephone with support personnel. It was confirmed the phaco power was very low and the second handpiece would not tune. Support personnel advised the nurse to use the second connector on the system and if the handpieces are not functioning to exchanged them. The nurse did not request service and no samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 05/29/2009.